Manufacturer narrative:
Internal complaint reference: (B)(4). The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A complaint history review concluded this was a repeat issue. Based on the limited information provided, the issue was resolved with knee arthrolysis under anesthesia, outcome improved afterwards. Should any additional relevant clinical information be provided this complaint will be re-assessed. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
Internal complaint reference case-(B)(4). Literature: arthroscopic repair posterior horn of the meniscus with fast-fix suture system:a mid-term clinical results report. Doi: 10.3969 /j.issn.1000 -8535.2017.01.008.

Event description:
It was reported that on literature review ¿arthroscopic repair posterior horn of the meniscus with fast-fix suture system: a mid-term clinical result report¿, five patients had knee stiffness after surgery with a fast-fix. It was resolved with knee arthrolysis under anesthesia, outcome improved afterwards. No further information is available.